Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. Our distributor confirmed on 03/07/2016 that the involved sample will be sent to us for further investigation. No further conclusion can be drawn at this stage. Once we receive the involved device, we will continue our investigation. We will provide any results in a follow-up report.

Event description:
On (B)(6) 2016 a 5 hour prostatectomy surgery was performed at hospital chu rouen, france. An erbe vio 300 generator and a split dispersive electrode ((B)(4) ) was used. The patient was described as normal body and normal skin. The patient was lying in the trendelenburg position. The patient skin was cleaned with water and betadine and dried, not shaven, disinfected with betadine, no ointment had been used. The dispersive electrode was placed on the right thigh. It was reported that the cqms control lamp switched from split dispersive electrode to unsplit dispersive electrode. It was reported that this happened without changing anything. The responsible surgery staff unsuccessfully tried to access the generator menu to address this. The procedure was continued and after some time a burning smell was recognized. The surgery staff requested the surgeon to interrupt the procedure "to initiate the necessary steps." The surgery staff discovered that the electrode had partially lifted from the patient. Where it had come off, an injury was discovered. It was reported that hair was visible underneath the electrode at the placement site. The injury was described as 4cm x 2cm burn. The injury was treated with "greased gauze dressings." Afterwards the split dispersive electrode and the connecting cable were replaced. The generator displayed a split dispersive plate at the cqms control lamp. A service for the generator was requested.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. On (B)(6) we received the involved dispersive electrode skintact (B)(4) and the involved connecting cable (a product from 3m) in a pe pouch. The visual investigation of the involved electrode showed a burnt spot at the edge of the gel. The burnt spot was about 25mm x 15mm. Plenty of hair is present at the burnt spot. We investigated the 3m cable with a circuit analyzer. We detected that the two segments of the jack plug connector of the cable are shorted (short circuit). This short leaves the cqms ineffective as it no longer permits to compare the two segments of the split electrode electrically. It explains the observation of the users that the cqms control lamp switched from split dispersive electrode to unsplit dispersive electrode and is causal for the burn in so far as the generator could no longer monitor the electrode. We therefore conclude, that a defect of another product (the connecting cable) has caused the incident. We also conclude that a user error might have contributed to the incident.the IFU states: "remove any hair from the chosen skin area and clean it carefully e.g. Of cosmetics. (...) Be aware that failure to shave may lead to skin burns." The hair visible at the burn site indicates that the IFU had not been followed. However, we have no indication whether the observed hair left on the patient (in the burnt area) has been causal to the burn.

Event description:
On (B)(6) 2016 a 5 hour prostatectomy surgery was performed at hospital (B)(6). An erbe vio 300 generator and a split dispersive electrode ((B)(4)) was used. The patient was described as normal body and normal skin. The patient was lying in the trendelenburg position. The patient skin was cleaned with water and betadine and dried, not shaven, disinfected with betadine, no ointment had been used. The dispersive electrode was placed on the right thigh. It was reported that the cqms control lamp switched from split dispersive electrode to unsplit dispersive electrode. It was reported that this happened without changing anything. The responsible surgery staff unsuccessfully tried to access the generator menu to address this. The procedure was continued and after some time a burning smell was recognized. The surgery staff requested the surgeon to interrupt the procedure "to initiate the necessary steps". The surgery staff discovered that the electrode had partially lifted from the patient. Where it had come off, an injury was discovered. It was reported that hair was visible underneath the electrode at the placement site. The injury was described as 4cm x 2cm burn. The injury was treated with "greased gauze dressings". Afterwards the split dispersive electrode and the connecting cable were replaced. The generator displayed a split dispersive plate at the cqms control lamp. A service for the generator was requested.